Event description:
Enteral feeding tube was identified to be non-intact after removal. Upon further investigation, it is believed that a partial obstruction in the tube may have resulted increased pressure during medication administration, causing the tube to rupture. This scenario was recreated by creating an obstruction in a new tube that had not been placed in a patient. This test revealed the tube expanding in a balloon-like fashion when minimal pressure was applied. The side port of the tube is an enfit connection which has a secure cap that does not "pop-off" (like a slip-tip connection), thus any excess pressure is not automatically relieved from the top, which can cause the tube to rupture. Unfortunately, it is not obvious that an excess amount of force is being exerted, as the tube expands easily and very little resistance is appreciated. We do not believe this issue to be isolated to a specific lot number or tube size. FDA safety report ID # (B)(4).